Event description:
The reporter indicated that during a mechanical thrombectomy procedure, the s-wire of cleaner device broke off in patient and had to be snared out. There was no patient injury.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used sample was returned to argon from the customer. A visual inspection was performed on the retuned sample. The visual inspection determined that the sinusoidal wire was broken off from the cleaner device. It is likely that excessive force was applied to the device during manipulation. Since the most probable cause is related to an event within the user's environment, no corrective action will be pursued at this time. However, argon will continue to monitor for recurrence.